Manufacturer narrative:
Product event summary: a partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pacing at 100 beats per minute due to a right atrial (ra) lead dislodgement. The patient had undergone a valve replacement 10 days prior. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.